Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 500mg/dl and the pump alarmed failed battery. Troubleshooting found that the customer received the failed battery alert before an off no power alert. Customer indicated that they will install a new battery and will change out the battery cap. Customer declined high blood glucose troubleshooting and indicated that it was not unusual for her to have high blood glucose. No further details given and no details about how the customer treated the high blood glucose.